Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h7, h9, h11. Corrected fields: g4. The device was returned to olympus for inspection, and the reported failure was partially confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area (distal end). A root cause could not be identified. Based on the results of the investigation, flickering image was not reproduced. It is likely that broken charged coupled device (r-unit) resulted in green image. The most probable cause of damaged fiber bonding in the outer tube area is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope had flickered and displayed a green image. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.